Event description:
The catheter was cracked at the proximal end and was leaking. The catheter never entered the patient.

Manufacturer narrative:
Results: the proximal end of the shaft has a kink approximately (4.5cm) from the hub. This kink is located in the strain relief. A 0.070" mandrel could not be introduced through the hub because of the kink in the shaft. This catheter also has a leak where the kink is located in the proximal end which was noted during decontamination of the catheter. The catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. This catheter is kinked in the proximal end and has a leak in the shaft. However, the complaint description is not clear if the kink occurred during removal from the package or if it was kinked before it was removed from the package. This type of damage typically occurs when the catheter is bent at an angle to the shipping tube during removal or if it is improperly handled during preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.